Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power on and started screeching. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on/ screeching) has been confirmed. As received, the monitor would not power on. During servicing, there was an md5 flash failure while programming the flash memory. The cause of the inability to power on is the failure to program the flash memory. The cause of the failure to program the flash memory has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). The flash memory components had an intermittent connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A(B)(4). No adverse event resulted from the defective memory. The patient received a replacement monitor.